Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient reported increased pain after moving a garbage dumpster. The new x-ray image shows that the leads moved down one vertebral body. The patient was reprogrammed off the evolve workflow using the new x-ray. Reprogramming resolved the pain. Surgical intervention was not planned or performed to resolve the issue. There were no further complications reported or anticipated.